Manufacturer narrative:
Additional, changed, and/or corrected data: a.6.

Event description:
Healthcare professional reported capsular contracture - baker grade IV and nodule on the right side (6x2mm). Device has been explanted and replaced with a non-abbvie device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade IV.

Event description:
Healthcare professional reported capsular contracture - baker grade IV and nodule on the right side (6x2mm). Device has been explanted and replaced with a non-abbvie device. This relates to the right side.

Event description:
Healthcare professional reported capsular contracture - baker grade IV and nodule on the right side (6x2mm). Device has been explanted and replaced with a non-abbvie device. This relates to the right side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.